Event description:
Treatment of an avm. It was reported the pt was treated with two vials of onyx and nbca via three marathon catheters. During procedure, the pt experienced speech impediment and the symptom subsequently resolved. No pt injury reported.

Manufacturer narrative:
The devices will not be returned for eval as they were consumed in the event. (B)(4).